Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 0159r3006 (lfa shutdown). Lfa shutdown as we were leaving the surgical suite. Vascular surgeons entering the room as we left. Actions taken. Per edc, lfa repair. Event outcome. Per edc, recovered/resolved on (B)(6) 2015.

Manufacturer narrative:
This follow-up MDR is to give an update (correction) on the investigation findings by creganna medical in relation to this event as follows: correction: the root cause classification code from "anticipated procedural complication" to "operational context". (B)(4) (lfa shutdown_ lfa shutdown as we were leaving the surgical suite. Vascular surgeons entering the room as we left. Per edc recovered/resolved on (B)(6) 2015'. Reprise clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. A review of the manufacturing documentation for lot# 246447r and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 246447r to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot# 246447r were shipped to (B)(4) on 19-feb -2015. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'operational context'. Operational context is defined as where "the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited." There is no indication of a design or processing failure in relation to this complaint and the complaint was considered resolved on (B)(6) 2015. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Complaint description received: "(B)(4) (lfa shutdown). Lfa shutdown as we were leaving the surgical suite. Vascular surgeons entering the room as we left. Actions taken: per edc, lfa repair. Event outcome: per edc, recovered/resolved on (B)(6) 2015." Additional information received on 21 mar 2017: 'crf ae001 left common femoral artery occlusion with action taken of surgical repair. Narrative offers no additional information.'

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: reprise clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. A review of the manufacturing documentation for lot# 246447r and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 246447r to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot# 246447r were shipped to (B)(4) on 19-feb -2015. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Operational context is defined as where "the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited." There is no indication of a design or processing failure in relation to this complaint and the complaint was considered resolved on (B)(6) 2015. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Complaint description received: "(B)(4) (lfa shutdown); lfa shutdown as we were leaving the surgical suite. Vascular surgeons entering the room as we left. Actions taken per edc, lfa repair event outcome per edc, recovered/resolved on (B)(6) 2015." Additional information received on 21 mar 2017: 'crf ae001 left common femoral artery occlusion with action taken of surgical repair. Narrative offers no additional information.'